Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific transseptal needle. A watchman fxd curve access system (was) was advanced with a 20mm watchman flx closure device and delivery system (wd) and positioned at the laa then subsequently deployed and implanted. An inferior pe and cardiac perforation was noted on tee. A pericardiocentesis was performed. Protamine was administered for anticoagulation reversal. The procedure was concluded. The patient was hospitalized and is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific transseptal needle. A watchman fxd curve access system (was) was advanced with a 20mm watchman flx closure device and delivery system (wd) and positioned at the laa then subsequently deployed and implanted. An inferior pe and cardiac perforation was noted on tee. A pericardiocentesis was performed. Protamine was administered for anticoagulation reversal. The procedure was concluded. The patient was hospitalized and is expected to fully recover. It was further reported that one (1) recapture was required of the wd prior to being implanted. The cardiac perforation was located in the laa. The removed fluid from the pericardiocentesis was auto-transfused back into the patient. The patient is discharged.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.